Event description:
It was reported by service report that the jack could not be pumped up due to a broken weld on the pump pedal assembly. No patient involvement or adverse consequences were reported.